Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a serial number was not provided. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 21mm valve was disabled after an unknown implant duration due to unknown reasons. An second device was implanted using the valve-in-valve procedure. No additional information was provided.